Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date and not prepping the skin with an antiseptic solution have been ruled out as potential causes. Potential causes include inadequate fixation, severe force applied to the implant (patient fall, accident), excessive twisting or stretching, patient is a poor candidate due to age, weight, or mental capacity, improper surgical technique, and patient non-compliance. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a raised bubble and tenderness at the incision site. As of (B)(6) 2025 the patient is doing fine and the physician plans to revise the incision site. However, a date has not yet been scheduled. Further information is not available at this time.